Manufacturer narrative:
(B)(4). The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, repair noted the index knob and the lock needed new components added to replace worn internal parts. The set screw in the swivel base was tight. The unit needed to be machined to have heli-coils added to the large starburst thread. No abnormalities related to the reported failure shown in dhrs found for lot number 109. The complaint was confirmed via inspection of the unit. The index knob was loose when in the locked position due to worn internal parts.

Event description:
A customer reported that the a1059 mayfield modified skull clamp was not locking. There was no known patient involvement or surgery delay.